Manufacturer narrative:
Additional/updated information can be found in b5, d8, e3. Corrected information can be found in h6, component code.

Event description:
The customer provided additional information as follows: while making up immunotherapy and drawing up the treatment in a closed system via a syringe, the chemo clave universal vented spike shot the immunotherapy out of a crack in the side of the equipment that was discovered to be defective. This went on the preparer's gloves and a puddle of immunotherapy was present in the blue clinical tray. The product was stored in room temperature in the storeroom inside of a cupboard.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a chemoclave® vented vial spike, 13mm with list number ch-72 and lot number 13774808. The reporter stated that "reconstituting a pembrolizumab, when turned upside down to put pembro liquid into syringe the pembro spike leaked all over staff members hand.". It was unknown if the sample was available for investigation. The status of the product at the time of the event was unknown. There was patient involvement, but no harm was noted.